Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed poly liner was damaged and discolored. No dimensional values were taken for liner due to the condition of the device. Dimensional measurements of the head were conforming to print specifications where. This element breakdown is consistent with corrosion products found in instances of taper corrosion. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised to address fluid/pseudo tumor. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current report number. This event was initially reported under 2648920-2016-00066. The initial report, 0002648920-2017-00705, was forwarded in error and should be voided. An MDR under the correct report number will be submitted.